Event description:
The following information is from (B)(4) to nakanishi regarding a device manufactured by nakanishi for (B)(4). Event summary by (B)(4): customer indicated that the doctor was doing a resin, and as soon as the doctor started the process, the head cap of the handpiece overheated, seared though the rubber dam, and burned the patient's lip. The doctor was able to use another handpiece to finish the procedure. The doctor determined that no medical intervention was required because any permanent scarring was expected. The doctor advised the patient to keep applying (B)(6) on burn until it heals.

Manufacturer narrative:
(B)(4) did not return the unit to nakanishi (manufacturer) for evaluation. As of this report, nakanishi has not obtained any additional information. As an investigational approach, nakanishi inc., japan (manufacturer) examined the DHR for the device (forza f5, (B)(4)). Nakanishi concluded that no problems had occurred during manufacturing and testing of the subject device, as evidenced in the DHR.

Manufacturer narrative:
On (B)(6) 2016, (B)(4) heard from the distributor that no additional information regarding the patient was available.